Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. Pre-procedure imaging revealed lipomas and septal hypertrophy, along with a trace pericardial effusion. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. The pigtail wire was advanced into the inferior and superior vena cava (ivc/svc), and the was positioned on the septum. Intracardiac echocardiography (ice) and transesophageal echocardiography (tee) confirmed that the septum was markedly thick, leaving only a small window for crossing. Both the tee physician and boston scientific representative noted that safe positioning could not be confirmed visually. Despite this, the physician expressed confidence in the tenting observed and instructed the team to proceed. After crossing the septum, the wire was advanced into the left atrium (la), but visualization of the wire within the la was not achieved. The wire was withdrawn to the ivc/svc, and a second attempt was made. This time, tenting appeared very anterior, which the physician deemed acceptable. The pigtail was successfully advanced into the la, and visualization was confirmed. When advancing the was over the pigtail wire into the la, the patient became hemodynamically unstable. Tee revealed an increase in pericardial effusion. Pericardiocentesis was performed, removing approximately 310 cc of bright red blood, which was auto-transfused back to the patient. The was and pigtail wire were removed, and the procedure was aborted. A drain was left in place, and the patient was transferred to the intensive care unit (ICU) for recovery. A possible septal perforation during transeptal puncture was suspected.